Event description:
Medtronic received information that fourteen months following the implant of this bioprosthetic valve, a CT scan revealed high gradient, stenosis, and leaflet thickening. Subsequently, the valve was explanted. Upon explant it was noted that the leaflets were fine, but 2 or 3 sinuses were filled with clots, which prohibited the leaflets from coapting properly. Also, the inflow tract appeared normal. The surgeon did have pannus resected that had formed in the annulus around the valve. It was also noted that the patient has no known anticoagulation abnormalities and was taking 325 mg of aspirin daily. Another manufacturer's valve was implanted with no adverse patient effects reported. The valve is in pathology and has not yet been released for return.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
Product investigation summary: the device was not returned for analysis; however, photos of the valve post explant were provided. A review of the photos noted thrombus on the belly of the leaflets and pannus on the sewing ring. Reduced performance of the valve is attributed to thrombus observed on the leaflets. This finding is generally considered a patient related condition. But without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.